Event description:
Caller reported that pump housing and usb port were damaged, affecting the ability to charge the pump. Despite this, the pump had not shut down, and there was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump, which included updated software, and advised the caller to program their settings and connect their cgm to the new pump. The customer was instructed to return the faulty pump within 10 days using the provided return materials, with additional guidance for storage mode provided.